Event description:
The surgeon performed a sacroiliac joint fusion on (B)(6) 2012. The pt was experiencing new onset leg pain in the immediate post-operative period. The pt exhibited some paresthesias in the ipsilateral calf and foot. On neurologic exam there was no demonstrable weakness or diminished sensation in the lower extremities. A CT scan demonstrated that the proximal implant was penetrating into the s1 neuroforamen. On (B)(6) 2012, the surgeon performed a revision surgery to remove the previously placed cephalad implant. The surgeon utilized osteotomes to loosen the implant from the ilium. The surgeon placed a new implant rotated 60 degrees compared to the removed implant position. The new implant fit snugly and the surgeon was comfortable with its final position and stability. The pt woke up after surgery and her ipsilateral leg pain was gone. The pt has no ongoing numbness or weakness. The pt has no ongoing leg pain.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the ifuse implant.